Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked from the twist clamp. This was observed during an exchange for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: one (1) actual sample and a video sample were provided for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed on the actual sample and no issues were observed. The actual sample met specification. The video was reviewed and showed fluid was present at the threads of the main body and on top of the closed twist clamp. The reported condition was verified from the photo analysis only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.